Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump is not functioning properly. The caller stated that the customer's blood glucose was 25mg/dl then 52mg/dl the night before. The customer ate chocolate and his blood glucose went up to 110mg/dl. Troubleshooting was performed, and the caller stated that the device alarmed. It was also mentioned that the drive support cap was loose and popped out. Advised the caller that the insulin pump would be replaced. No further information was provided.